Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. The device was not returned for evaluation. The reported device was labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction events which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. No patient information was confirmed.